Event description:
It was reported by dealer that the wheel spacer bushing has worn away on the trsx50fb wheel chair. Alex in tech spoke with the dealer, the dealer did not come to cscs. Protocol questions do not apply.